Event description:
It was reported the patient had emotional instability. At the end of (B)(6) 2013 the power accidentally cut off for the stimulator and creeping motor deterioration was noted for symptoms. After turning the stimulator on emotional instability resulted. Intervention included reprogramming and the event resolved without sequelae on (B)(6) 2013. The event was due to programming and noted as related to device or therapy and not related to implant procedure.

Manufacturer narrative:
(B)(4).